Event description:
Fenestrated bipolar forceps noted to have frayed cable in articulating joint during post-op visual and functionality inspection. Surgeon did not feel any part was missing. Post-op x-ray taken per protocol to ensure that there was no retained foreign body. Instrument removed from service. One life left in instrument lives.